Event description:
The customer reported the c-arm lift wont go down intermittently. No patient was injured due to this issue.

Manufacturer narrative:
The service rep verified ps3 was bad. The service rep replaced the power supply. The system operates as intended.